Event description:
As reported by the user facility: ref # 4251687-02: reports needle stick injury occurred when cleaning up. After IV insertion, safety clip dislodging from end of needle while picking it and the used supplies all together. Regular facility protocol was followed. Customer discarded the sample, but did take a picture.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). In a f/u call to the facility to gain additional info, the reporter stated that the event occurred on (B)(6) 2013. The nurse was injured when disposing of the needle while cleaning up. The safety clip dislodged from end of the needle while picking up the needle and the used supplies all together. The nurse is following protocol for the needle stick. The picture and all available info were forwarded to the actual MFR, b. Braun (B)(4). They concluded that without the actual sample, it is difficult to conduct further investigation as a conclusion cannot be drawn by observation from a picture. The batch record was not able to be reviewed as the batch number was not known. A historical review of the complaint database indicated that no adverse quality trends were identified during the complaint review process for item #4251687-02. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. If additional pertinent info becomes available, a f/u report will be filed.